Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) spoke with customer biomed responsible for device dean, who had decided not to report this issue as it was due to an empty helium tank which he had already replaced. He was aware the complaint was likely due to user error and not a failure of the device and did not wish for the device to be looked at, so no service has been done as it confirm from their end as user error and not a failure of the device.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed autofill failure on start up. The biomed engineer, had changed out the helium tank, but the cardiosave still was giving an autofill failure alarm. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.